Event description:
Device 1 of 3. Ref MFR reports: 1627487-2013-17099 and 1627487-2013-17100. It was reported, the pt is no longer receiving stimulation in his pain pattern but began receiving stimulation in the base of this neck and is now receiving stimulation in the center of his shoulders. Follow-up identified x-rays confirmed the scs leads have migrated. Subsequently, surgical intervention will be taken at a later date to address the issue. Additionally, the scs ipg will be relocated further north of the pt's buttocks.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.